Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information pertaining to manufacturing report number 3004209178-2017-18187 [pump replaced] was previously reported under that manufacturing report number. Additional review determined that it was related to this manufacturing report number 3004209178-2017-06104. Additional information regarding that event will be reported under this manufacturing report number 3004209178-2017-06104 [wound opened, body rejecting the device]. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative on 2017-jul-31. The drug, dose, and concentration were unknown. It was reported that the pump that was implanted in (B)(6) 2016 was explanted. A new pump was implanted on (B)(6) 2017 and filled with drug on (B)(6) 2017. It was indicated that the patient was doing well and that there was no further information. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump. On (B)(6) 2017, it was reported that the patient's pump incision wound was opening up again and the pump would likely be replaced in the coming days. According to the rep, the patient's body was rejecting the device and the pump was visible at the wound site. It was noted that the patient was having good pain relief. A revision was scheduled. No further complications were reported or anticipated.